Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. As the alarm occurred in the past, troubleshooting was unable to be performed. There was no known impact to the customer's blood glucose. The customer reported after straightening the tubing, the alarm did not recur and insulin delivery was resumed.